Event description:
It was reported that the image on the monitor of the 8800 system went blank and system had to be rebooted to clear problem. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the interconnect cable. Customer advised and they stated that they would order and replace cable. Once replaced it is believed that the system will perform as expected. Service call closed.